Event description:
It was reported that following an implant procedure, prior to discharge, a chest x-ray was performed and it was noted that the right atrial (ra) lead had dropped. Programming changes were made. On (B)(4), 2023 a procedure to reposition the ra lead was completed without complications. The patient was stable and at home recovering.